Event description:
Additional information: it was reported that inflammatory mass was diagnosed on (B)(6) 2011 using magnetic resonance imaging (MRI). A recent increase in patient's usual pain was also reported, the pump was filled with normal saline and turned down. The device system was used to deliver morphie.

Event description:
It was reported that an inflammatory mass was discovered about six to seven months prior to this report. Due to the inflammatory mass the drug that was in the pump, which was believed to be morphine, was replaced with saline. No patient symptoms were reported. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).